Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test or verify multiple insulin pump error alarm due to pump error alarms. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to complete rewind. Insulin pump successfully pass the displacement verification test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.